Event description:
It was reported that relion® insulin syringe cannula slipped out of the syringe during use. The following information was provided by the initial reporter: material no:328506, batch no:9259258. It was reported by the wife and daughter of the consumer that one needle from this box slipped out of the syringe during injection, but the daughter was able to remove the needle with her fingers. Also, the wife and daughter of the consumer reported finding needles to be bent when removed from the injection site.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch#: 9259258. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that relion® insulin syringe cannula slipped out of the syringe during use. The following information was provided by the initial reporter: material no:328506 batch no:9259258. It was reported by the wife and daughter of the consumer that one needle from this box slipped out of the syringe during injection, but the daughter was able to remove the needle with her fingers. Also, the wife and daughter of the consumer reported finding needles to be bent when removed from the injection site.